Event description:
Woken up and kept awake by muscle pain and cramping in both legs [sleep disorder due to general medical condition, insomnia type]. Muscle pain in both legs from the knees down [myalgia]. Cramping in both legs from the knees down [muscle spasms]. Swelling in both knees [joint swelling]. Fluid build-up in both knees [joint effusion]. Case description: spontaneous report received on 11-aug-2008 from a (B) (6) female pt, (B) (6), who was also a health care professional (hcp) and had a relevant medical history of knee pain. The pt received synvisc treatment in both knees in (B) (6) 2008 (# of injections and exact dates not specified). About 6 weeks prior to the report (B) (6) 2008, the pt began to experience swelling and fluid build-up in both knees, although the right knee was worse than the left. About a month prior to the report ((B) (6) 2008), the pt's physician gave her a corticosteroid injection in both knees, along with an anesthetic, to treat the swelling and fluid build-up in both knees. The treatment helped the swelling and fluid build-up for about a month, but then the swelling and fluid build-up returned in both knees. Since receiving the synvisc (onset date not specified), the pt has also experienced intermittent muscle pain and cramping in both legs from the knees down. The muscle pain and cramping did not occur every night, but some nights it woke her up and kept her awake. The muscle pain and cramping in both legs only resolved during the month following her corticosteroid and anesthetic injections in both knees. Then the intermittent muscle pain and cramping in both legs from the knees down returned. As of the date of receipt of this report, the pt outcome was not yet recovered.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.